Event description:
The manufacturer received information alleging a ventilator inoperative error code occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. This malfunction is part of a retrospective review of complaints associated with (B)(6). Upon review, this malfunction has been deemed a reportable malfunction. This malfunction if it were to recur could result in patient harm or injury.